Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
E1 reporter phone number: (B)(6). Date of event is estimated.

Event description:
Manufacturer report number 1627487-2023-02507. It was reported the patient experienced ineffective stimulation due to high impedances. Surgical intervention took place wherein one lead was explanted and replaced. Stimulation was restored. It is unknown which lead is liable, as such both leads are being reported.